Event description:
The customer observed a ">analyzer range" result for nbil on a serum pt sample. Another sample drawn from the same pt gave a result of 15.9 mg/dl. Troubleshooting determined that this event is consistent with a malfunction that could have caused a falsely elevated glucose or falsely low nbil pt result be reported. There was no report of pt harm as a result of this event.